Manufacturer narrative:
The system was serviced in the field and failed hardware tests. The system was freezing randomly and very often. The computer was replaced and the system was reconfigured. The failure was resolved. Concomitant medical products: product ID: 9735225, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used during a deep brain simulation procedure. It was reported that the system kept freezing. They tried restarting but the system was showing a 'no video signal' message on the screen. Whenever they were able to get the system running, it would freeze eventually. It was reported that this happened pre-operatively. There was a delay of less than one hour before navigation, imaging and the procedure were aborted. There was no impact to the patient. It was noted that the likely cause was a faulty computer power source or that the battery was running out. The next action was to replace the battery. Additional information was received. It was reported that no incision had been made prior to aborting the procedure.

Manufacturer narrative:
H3: the computer of the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Continuation of d10) pn: 9734477, ln/sn: (B)(6) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.